Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with two prostyle devices using the pre-close technique via a 16f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, the suture of the first prostyle device was pre-placed successfully; however, a cuff miss with the second prostyle device. The suture of an additional prostyle device was successfully pre-placed and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.